Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d154atg, ICD, implanted: (B)(6) 2009; 5867-3m, adaptor, implanted: (B)(6) 2014; 5568-53, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was high impedance on the defibrillation portion of the right ventricular (rv) lead. It was noted there was also visable insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.